Manufacturer narrative:
Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/delivery, and excessive no delivery alarm test. Unit functioned properly. No delivery anomaly or bubbles in test reservoir noted during testing. Unit received with cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call to have high blood glucose of 417 mg/dl, which was treated with a bolus delivery. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Insulin pump did not pass high pressure test. Customer was advised that insulin pump would need to be replaced.